Manufacturer narrative:
(B)(4). G2: foreign - event occurred in chile. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the door latch of the aseptic battery housing is detaching. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned; dimensional evaluations could not be performed. With the attached picture the issue with the latch can be confirmed. Lot/serial identification are necessary for review of device history records, neither were provided. Review of complaint history identified additional similar complaints for the reported item. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.